Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the mega suturecut needle driver instrument tip would not straighten or articulate normally. The procedure was completed with no reported injury. The mega suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument and completed performed a device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the mega suturecut needle driver instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. As a result, non-intuitive motion can be observed when input #5 is manually articulated. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Additional observations not reported by site were also identified: signs of corrosion were found on the mega suturecut needle driver instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. The root cause of the corroded/contaminated instrument bearings is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The mega suturecut needle driver instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.138¿ - 0.196¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the mega suturecut needle driver (part number: 471309-15/lot number: n10200706 0247) associated with this event has been performed. Per the review, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 on system sk2644. The alleged instrument had 8 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 23-aug-2022, intuitive surgical inc. (Isi) followed up with the robotics coordinator and confirmed that the customer opened a new instrument to complete the procedure. The customer did not notice any fragments falling off of the mega suturecut instrument. The procedure was completed robotically with no post-operative complications. The patient was stable after the procedure.